Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 70% stenosed and mildly calcified de novo lesion in the proximal superficial femoral artery. A 3.0x15mm trek rx balloon dilatation catheter (bdc) was chosen to pre-dilate the lesion in the lower extremity because a peripheral balloon catheter was not available in the necessary size. The bdc was prepared and advanced to the lesion without resistance; however, the proximal shaft separated from the hub when inflated to 4 atmospheres. The bdc was removed without resistance and the procedure was successfully competed with an unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual inspection was performed. The reported separation was confirmed. It should be noted the trek rx global, information for use (IFU), states: trek rx coronary dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction and balloon dilatation of a stent after implantation. In this case, it is unlikely that the reported IFU violation caused or contributed to the reported complaint. A review of the lot history record identified one manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported separation appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.